Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/02/2015 with the following findings: evidence of moisture corrosion was observed in the battery compartment. The pump failed a leak test at the battery compartment due to an unrelated battery compartment crack. The battery compartment had stripped threads. The returned battery cap and a test battery cap were both unable to fully attach on to the pump and were difficult to remove; however, the returned battery cap was able to maintain electrical contact during investigation. No defect was found to the returned battery cap. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump and battery cap has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case w/moist) issue. Reportedly, the battery cap could not be removed from the pump and moisture was evident inside the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.